Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This report is being submitted as an initial final report. Review of the most recent repair record determined that the rpms were low. The motor, reciprocating arm, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the dermatome does not open all the way. The event timing is unknown; no harm, no delay, no other contact. Product evaluation investigation found the device to have low rpms. No adverse events were reported as a result of this malfunction. No additional event information available.